Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Hydraulics aren't responding appropriately. Not staying in stance when expected, stumble recovery isn't working. Pt. Has stumbled/fallen. Further information reviewed on 11/20/2017: malfunction occurs intermittent without warning while walking over obstacles level surface - patient fell. Patient fractured arm - ambulant care necessary.

Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.